Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 6cm diameter abdominal aortic aneurysm. Currently, the maximum aneurysm diameter is approximately 10cm. It was reported that a cta identified that the bifurcate had migrated resulting in a proximal type I endoleak. The physician performed an intervention where a 36x36x49 aortic cuff was implanted and the endoleak was resolved. The physician noted unknown as the cause of the migration; however, aortic remodelling might have contributed to the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).